Event description:
It was reported that the device did not deliver the fentanyl medication. Per reporter the patient was administered the pca dose; however, the pain remained uncontrolled, and the pump had a low volume alarm when there was still a full cassette. On the pca pump, there was a reservoir of 0.6ml remaining; however, it was discovered the cartage was still full. The cartridge was replaced with a new fentanyl 50ml cartage. A new pump was replaced and the pca was placed back on to the patient. The product fault occurred while in use with a patient.

Manufacturer narrative:
B3: unknown. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H2) device evaluation: h3, h6: no product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. No serial/lot number was provided; therefore, a history record review could not be conducted.

Event description:
It was also reported that there was an issue with a pump for a fentanyl patient-controlled analgesia (pca). The pca was malfunctioned, and it was not delivering the medication. The registered nurse writer went into the patient room with registered nurse to change the fentanyl 50 ml cartridge. The registered nurse removed the cartridge and pulled it to waste the 0.6 ml. However, the registered nurse pulled back over 2.5 ml and stopped and realized the cartridge was still full. The writer notified the charge nurse, who then notified the assistant nurse manage (anm) of the incident. Anm instructed both the writer and the charge nurse to switch out the pump, waste the remaining cartridge and replace it with the new fentanyl 50 ml cartridge. The writer and the nurse both wasted the fentanyl cartridge, which contained 43.5 ml. The controlled substance administration form was filled out along with the empty container and was sent back to the pharmacy. There was a patient involvement, and a patient harm/adverse event reported.